Event description:
The customer reported that the system would give an alarm upon boot-up and would not expose. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.